Manufacturer narrative:
The investigation noted that the centrifugation time was too short. The field service engineer (fse) inspected the module and noted sample probe movement alarms. He then tightened the grub screws of the sample probe. The module was confirmed to be performing again according to specifications. The customer did not complain of any further issues. Based on the information provided, the specific cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 76571400. The expiration date was not provided. The investigation reviewed the calibration data. The results were stable - within or slightly above the specified ranges. The investigation reviewed the qc data. On 14-may-2024, the qc fluctuated over the +/-2 standard deviation (sd) range but was within range on 15-may-2024. The investigation reviewed the customer's handling of patient samples. The patient sample had a clotting time of 30 minutes and was centrifuged for 5 minutes at 1900 rcf. The investigation reviewed the alarm trace. Sample short, abnormal aspiration, and abnormal sample probe movement alarms were found. These alarms point to preanalytical issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. The clinician questioned the validity of the result. The initial result at 1:05 pm was 15.68 pg/ml (reported as 16 ng/l). The repeat result at 4:45 pm was 3.00 pg/ml with a data flag. The initial report was amended with the repeat result.